Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of a bard/davol ventralex st. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 4 years and 4 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesion as possible complications. . Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012: the patient underwent surgery for implant of a bard/davol ventralex st. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2012 - patient was diagnosed with incarcerated incisional hernia, thereby underwent open repair with the implant of ventralex st mesh. Per operative notes, ¿the hernia sac was identified on the right lower quadrant and all its contents were completely reduced. In the underside of the fascia, a ventralex st mesh was placed as an underlay using sutures.¿ on (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia, thereby underwent open repair with removal of ventralex st mesh. Per operative notes, ¿there were scar tissues and the mesh was densely adherent to undersurface of the fascia and to the intraabdominal structures. The ventralex st mesh was freed from the loops of the bowel and completely removed. A piece of biological mesh was placed by completely covering over the defect and it was tacked circumferentially.¿ attorney alleges that the patient had adhesions, bowel removal, pain, hernia recurrence, bowel adherent to mesh and emotional injuries.